Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, it was informed to the technical support engineer (tse) that they encountered an error 23138 on the universal surgical manipulator (usm)4 during system setup. It was confirmed that the issue did not occur during draping. The tse advised the user to perform a hard power cycle without drape on the usm4, but the issue persisted. The tse reviewed the system error logs, and confirmed the occurrence of error 23138 and 23118, pointing to the usm4 axis2. The customer called back again to report that they were unable to lower the boom. The site rebooted the system and noticed that the usm4 started up properly without errors. The customer stated that they encountered error 25759 during targeting. The tse advised them that restarting the system resolved the issue. The tse reviewed the system error logs, and confirmed the occurrence of error 25759, pointing to the patient cart control & transform processor (pctp). The site disabled the usm4 and planned to continue with the procedure using the remaining usms. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the ports were placed prior to the issue being identified. The surgeon restarted several times and the error disappeared. But stopped using arm4 just in case. The surgery was conducted by 3 arms. The universal surgical manipulator (usm) was analyzed. In logs, the 23138 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23138 error was triggered indicating a hall sensor fault on the carriage, replicating the report event. The usm was then installed onto a pftp where the fiber test was found to be failing on the parallelogram. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. While a definitive root cause could not be established, based on the results of failure analysis, a possible cause has been attributed to the hall sensor.

Event description:
Refer to h11 for follow-up information.